Event description:
It was reported that the customer went to the emergency room and was subsequentially hospitalized due to a blood glucose (bg) level of and high level of life-threatening ketones. Prior to being hospitalized, the customer delivered a correction bolus in attempt to resolve bg level. While in the hospital the customer was treated with an intravenous insulin and saline drip. The customer was released from the hospital on (B)(6)2025 with the reported issue resolved and no permanent damage. The cause of the high bg was unknown. A system check was performed on the pump, and it was determined that the customer was using off-label insulin fiasp. Technical support educated the customer on off label insulin. It was determined that the pump was functioning as intended.